Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD)was explanted for premature battery depletion. The device was implanted 37.3 months. It will be returned for analysis.